Manufacturer narrative:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement, and no adverse event reported. Fse resolved the issue by replacing (B)(6) drive manifold assembly. Fse then successfully completed an all manifold test without issue. Fse then calibrated the unit and tested safety and functionality tests and released the unit for clinical use.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10): the fse noted that there was nothing unusual observed in the iabp log files. The iabp unit had ran without any issues when initially tested with a test catheter and trainer. The fse replaced the drive manifold assembly then successfully completed an all manifold test without issue. Subsequently, the fse completed pm service including all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The first name of the initial reporter has been abbreviated due to field character limit; (B)(6). The initial reporter named is a getinge employee whose contact details differ from that of the event site. (B)(6); however, contact details have not been provided at this time.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement, and no adverse event reported.